Event description:
While pta of right renal artery was being performed the stent was placed and a symmetry balloon was deployed. The balloon got stuck in the stent, did not unwrap correctly and subsequently broke. Multiple attempts were made with the snare to retrieve the balloon however, the attempts were unsuccessful. Pt was taken to or for right renal artery exploration through the right subcostal incision with removal of retained piece of balloon, right renal thrombectomy and hepatorenal bypass with reverse saphenous vein graft.